Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced repeated occlusion alarms on (B)(6) 2026 with high blood glucose readings over several days managed with multiple daily injection corrections and noted resistance when removing the introducer needle.